Event description:
It was reported by customer that he had been hospitalized for low blood glucose levels but declined troubleshooting device. Customer stated they had been admitted for three days and that their physician had changed the basal rates on their insulin pump customer's blood glucose level was 192 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.